Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Additionally, image flickering was found to be reportable during investigation. A root cause could not be identified. Based on the results of the investigation, it is likely that component failure led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported screen went black during device inspection for use involving an olympus colonovideoscope. There was no patient involvement.